Event description:
Report received of a non-delivery with no pump alarm. The patient was receiving an unspecified antibiotic at a rate of 60ml/hour. It was reported that approximately 45 minutes after the infusion was started, the nurse noted that no fluid was missing from the fluid container. There were no drops observed in the drip chamber. The pump was incrementing as though fluid was being delivered. There were no pump alarms. The pump was removed from clinical service and therapy was continued with a replacement pump. There were no reported adverse effect to the patient.